Manufacturer narrative:
Pump received with minor scratched display window. Unit received cracked case display window corner. Unit received with broken battery tube threads. Pump received with cracked reservoir tube lip. Pump received with cracked reservoir tube. Unit received with cracked belt clip slot. Unit received missing end cap sticker. Unit received with cracked lcd window. Pump received with cracked reservoir tube window.

Manufacturer narrative:
Insulin pump received with minor scratches on display window, cracked case display window corner, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked belt clip slot, missing end cap sticker, cracked lcd window and cracked reservoir tube window.

Event description:
It was reported that the customer had normal blood glucose levels of 89 mg/dl. The customer reported that a big chunk came off the battery cap of the insulin pump. The customer reported that the physical damage to the insulin pump was cracking and chipping on the battery cap of the insulin pump. The customer reported that the damage occurred while the customer was opening the battery cap of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.